Event description:
Before the g3 nail surgery, when the package of guide wire was opened, it was found that the part (melted cap) of the protection cap attached to the tip of guide wire. Thus the surgeon changed the guide wire to another new guide wire.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.